Manufacturer narrative:
The pump powered up properly after battery installation. No missing segments/partial display anomaly noted. However, the pump had a ghosting display after pressing any button due to a corroded lcd board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test or verify the weak battery alarm or any alarm due to the ghosting display. No moisture damage on the keypads, motor, vibrator and battery tube assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had missing segments and moisture damage. The customer states they were outside with the pump in the rain. The customer states they had partial display. The customer's blood glucose level was unknown. The customer's most know level was 107mg/dl. The customer was advised the pump would be replaced and returned for analysis.